Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set was not infusing. The primary line was clamped; however, the same issue was observed. It was further reported that the white lumen of the PICC (peripherally inserted central catheter) line was assessed and there was brisk blood return and the line could be flushed with ease. The luer valve was verified to be inserted correctly into the primary medication line. The set was changed and drops were noted from the drip chamber right away. This issue was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.